Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. It was observed that the active tip of the device appeared activated and saline residue was present in the suction tubing indicating that the device had been previously used. The device was connected to a test generator to test the functionality of the device. The device was activated in both ablate and coagulate modes for several seconds, and neither were successfully activated,output short short error message occurred on ablate. Investigation for complaint device 2: it was observed that the active tip of the device appeared activated and saline residue was present in the suction tubing indicating that the device had been previously used. The device was connected to a test generator to test the functionality of the device. The device was activated in both ablate and coagulate modes for several seconds, and neither were successfully activated. Investigation for complaint device 3: it was observed that the active tip of the device appeared activated and saline residue was present in the suction tubing indicating that the device had been previously used. The device was connected to a test generator to test the functionality of the device. The device was activated in both ablate and coagulate modes for several seconds, and neither were successfully activated. Investigation for complaint device 4: it was observed that the active tip of the device appeared activated and saline residue was present in the suction tubing indicating that the device had been previously used. The device was connected to a test generator to test the functionality of the device. The device was activated in both ablate and coagulate modes for several seconds, and neither were successfully activated. The devices were forwarded to the manufacturer for further investigation into the observed failures. The manufacturer indicated that the active continuity of all four devices was out of specification. Furthermore, all of them displayed no signs of successful functional activation for ablate and coagulation modes.the handles of the devices were opened to further investigate the electrical defects. For device number 1 ,their were no electrical failures found across any of the connections during these electrical tests,even though the device did not pass the functional tests performed previously. For devices 2,3 and 4 there was breakdown in active continuity across the electrical crimp. The evidence observed is consistent with previous devices that have been investigated under relevant action items which has identified the components used in the process are not compatible for this method of joining. The root cause for the activation issues was determined to be due to design faults which led to a breakdown in the continuity of the active circuit. The devices investigated for this case were produced before corrective action was taken and before design changes were implemented. A manufacturing record evaluation was performed for the finished device lot numbers and product code, and no non-conformances were identified. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This date was inadvertently reported as (B)(6) 2019 in the initial report. The correct date is (B)(6) 2019.. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). UDI: (B)(4). The lot number is unknown.

Event description:
It was reported by the affiliate via email that the vapr premier 50 electrodes with hand controls were not working properly.